Event description:
Report received of air observed in the patient line while the device was in use. The pump was in homecare use. The customer contact did not know how much air was in the line, or the location of the air. It was not known if there was any pump alarm for air-in-line. The customer contact had no information on the status of the patient's condition. Although further information was requested from the customer, no additional information was available at this time.